Event description:
A report was received that the patient was experiencing exacerbating pain from an existing medical condition and stomach upset caused by stimulation. It was also reported that the patients ipg was non-functional. No further course of action will be taken.